Event description:
Boston scientific received information from the patient that a 3 cm hole was made in the patient's lung by the physician. The patient also discussed device migration and her concern that her lead could become loose from the migration. One month later during a discussion with boston scientific technical services for which the patient was discussing a separate device issue (migration), they noted their lung was perforated during the original implant procedure five months prior. The patient reported the lung was healing on its own and no other information was provided. Upon contacting the field representative it was noted that there was no lung perforation observed during the initial implant procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). The available inforamtion suggests that the lead remains in-service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Subsequently, boston scientific received information that this patient advocate contacted boston scientific's technical services (ts) in march 2014. The patient advocate called to ask questions about the need to suture the device and leads at the time of the implant procedure. Ts was informed that this patient needs to have the pocket reopened for a device revision procedure (discomfort at the clavicle). The patient advocate mentioned that the patient is seeking legal action against the physician who performed the implant. Ts explained that the device and lead should be sutured at the time of the implant. However, on rare occasions, the suture may not hold and the device can migrate.

Manufacturer narrative:
The available information suggests that this rv defibrillation lead remains in-service. According to the patient advocate, the patient is seeking medical care from another physician. The name of the physician was not provided. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Subsequently, boston scientific received information that the patient was presented back to the electrophysiology (ep) laboratory and the pocket was revised. The device had migrated and the patient has a disk with images prior to the procedure.